Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 530 mg/dl. The customer was treated with manual injections for high blood glucose values. Troubleshooting was not performed for high blood glucose levels. The insulin pump will not be returned for the analysis. Frn-unk-rsvr, unomed inf set.